Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation. On the first inflation the balloon was dilated at 18 atmospheres at 30 seconds, however on second inflation the balloon burst at 18 atmospheres. There was no balloon detachment upon retrieval of the device and the procedure was completed with a different device. No patient complication was reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).